Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remains implanted. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report(s): 0001825034-2018-06891, 0001825034-2018-06914, 0001825034-2018-06917, 0001825034-2018-06923. Remains implanted.

Event description:
It was reported a patient underwent primary right total knee arthroplasty two years post-implantation. Subsequently, the patient experienced a fall and required hospitalization. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.